Event description:
My (B)(6) father, was incapacitated after being admitted to (B)(6) hosp in (B)(6) on (B)(6) to have an infected abdominal feeding (peg) tube removed, and subsequently starved, showing clear signs of starvation around (B)(6) including muscle spasms and late on (B)(6), irregular heartbeat. Earlier on (B)(6), a dobbhoff 8 french style nasogastric (ng) feeding tube was placed with radiology assistance, but could not be made to function. On (B)(6), placement of another ng tube had been attempted bedside (without radiology assistance) and could not be made to function. On (B)(6), another was placed with radiology assistance, but could only be made to function after much intervention later that evening.